Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product has a louder noise before than the inspection. Event occurred during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance. Visual test, functional test, and performance test performed. When operating at the lowest ventilation rate, the internal pressure of the breathing circuit did not rise and the low-pressure alarm was activated, confirming the customer's complaint. The root cause was a leak in the patient valve of the breathing circuit, and the low-pressure alarm was activated because the pressure in the circuit did not rise. The breathing circuit was replaced to resolve the problem. P310nj device passed all the functional & performance tests.